Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode, the patient was unable to be induced during implant testing. A commanded 10 joule shock was delivered and low out of range shock impedance measurements less than 25 ohms were observed. It was noted that the patient was very thin in stature. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. The patient was discharged and brought back in on another date for defibrillation threshold (dft) testing. The patient was still unable to be induced using various techniques. The patient's body mass index was felt to be the root cause. No adverse patient effects were reported. This product remains implanted and in service.